Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of product to contain blood or medication(i.e. Crack, hole in tube,cut, etc) . The event occurred 23 times. The following information was provided by the initial reporter. The customer stated: it was reported that there was holes in the tubing and blood leaked out. "Our laboratory in mondovi clinic found holes in the tubing of the collection set for a different lot number then those that were found by the bloomer laboratory back in december. They had blood leaking from tubing when drawing blood, and then also found holes in the tubing on several other sets they opened to check. " additional information received 4/5/2021: additional info plus photos ¿ was there any blood exposure to anyone? The patient had blood drip on her arm, and the phlebotomist had blood all over her gloves, protected by her ppe. ¿ was the samples saved to return for investigation? We can returned unopened units if requested. ¿ how many wing sets in total had holes? 23 that we are aware of."

Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of product to contain blood or medication(i.e. Crack, hole in tube,cut, etc) . The event occurred 23 times. The following information was provided by the initial reporter. The customer stated: it was reported that there was holes in the tubing and blood leaked out. "Our laboratory in mondovi clinic found holes in the tubing of the collection set for a different lot number then those that were found by the bloomer laboratory back in december. They had blood leaking from tubing when drawing blood, and then also found holes in the tubing on several other sets they opened to check. " additional information received 4/5/2021: additional info plus photos: was there any blood exposure to anyone? The patient had blood drip on her arm, and the phlebotomist had blood all over her gloves, protected by her ppe. Was the samples saved to return for investigation? We can returned unopened units if requested. How many wing sets in total had holes? 23 that we are aware of."

Manufacturer narrative:
H6: investigation summary: bd received 11 unused physical samples in original blister packaging as well as 3 ¿appeared used¿ samples in separate packaging for investigation. The samples were evaluated by visual examination and 10 of the 11 samples with the indicated the failure mode for damaged tubing with the incident lot was observed. Additionally, 100 retention samples were subjected to a visual inspection. 3 out of 100 retention samples were found to have a nick in the tubing. 30 samples including the 3 with the nick were subjected to functional testing and no failures were observed. The root cause of the hole in tubing is a crash jam that occurred during the manufacturing process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.